Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the blood glucose was high. The customer reported they had some issue with the pump this morning. Patient's blood glucose at time of incident was 507 mg/dl. Patient's current blood glucose was 409 mg/dl. The customer had nausea. Based on customer report customer does not allege pump was under delivering. The customer reported that the infusion set cannula was bent. The pump passed displacement test and selftest. The customer treated high blood glucose with the insulin pump. The customer declined troubleshooting the pump. The insulin pump will not be returned for analysis.